Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the left anterior descending artery. The physician advanced the 8mm x 3.25mm nc quantum apex monorail balloon catheter for postdilatation of a non-bsc stent. Upon the first inflation, the balloon ruptured at 12atms. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is okay.